Manufacturer narrative:
This is a supplemental report to provide additional information. As additional information, it was informed that the tissue pad of the subject device was not separated. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn but it was not separated. Also, the metal part was not exposed. The manufacturing record was reviewed and found no irregularities. As a result of evaluation of omsc, there was no malfunction which caused or might cause the tissue pad to fall inside the patient.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an open pancreaticoduodenectomy, the subject device was used. In the procedure, the user found the tissue pad of the subject device was worn and separated. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.